Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported in a passing conversation with the maquet sales rep that during multiple endoscopic vein harvesting procedures within the last month, three short port btt black inflation valves dislodged (popped out), so the balloons would not remain inflated. A replacement unit was used to complete one procedure and the other two procedures staff just struggled through it with the same devices by putting back in the valve. The hospital did not report any pt complications. Products were already discarded. Since it is unk when the cases occurred, how many failed during each case, the lot numbers, and the surgeons, all three will be tracked in this one case. This report is for the second device.